Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device (sn (B)(4)) displayed "blockage detected" alarm. This has happened repeatedly over last couple weeks, by both this pump and another pump (sn (B)(4)) and possibly involves quickset lot 5346655. No patient injury was reported.